Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the auxiliary half height drawer 4.1 was difficult to open and close because it was sticking. The field service engineer fse opened the back panel, released the red lever, and opened the drawer. Upon inspection, the fse discovered that the ballbearing cage had come loose from the rails. The fse removed the drawer from the station and identified broken bumper slides on the front and back rails. The fse removed the damaged bumper slides and replaced them with new ones. After reinstalling the drawer and rebooting the device, the customer tested drawer inventory and the drawers opening and closing functions. All tests passed successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer became stuck and required constant recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.